Event description:
It was reported that the patient presented for a routine in-clinic follow up. Device interrogation revealed episodes of high ventricular rate and pacing inhibition due to noise over sensing on the right ventricular lead. The physician elected to cap and replace the lead. The patient condition was stable.